Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug (device #1) device may have caused or contributed to the reported event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix light plug (device #1). An additional emdr was submitted to represent the bard/davol ventralex st. (Device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent umbilical hernia repair. A perfix plug light (device #1) was implanted in the patient during this repair. (B)(6) 2015: the patient underwent incisional hernia repair. A ventralex st (device #2) was implanted in the patient during this repair. (B)(6) 2014: the patient underwent removal of the failed perfix plug light (device #1). Upon opening the patient the physician noted ¿plug was protruding into the abdomen and small bowel was stuck to it.¿ (B)(6) 2016: the patient underwent removal of the failed ventralex st (device #2). The physician noted ¿lacerated segment of a 2-cm area of bowel that had been torn from it attachment at the edge of the hernia.¿ the mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.